Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the catheter use, there was blood leakage at the junction of the blue extension tube and bifurcate. It was mentioned that there was a crack on the product. The catheter was not repaired and there was no cleaning agent used on the device. There was no luer adapter issue. There were no other products utilized with the device and the clamp was moved regularly. They had to reposition the tube and the product was replaced to resolve the issue. There was no blood loss. There was no patient injury.